Manufacturer narrative:
H6: multiple annex a codes were coded for the event. A040507 was coded for the wear. A05 was coded for the defective tracker. H3, h6: the product was received by the manufacturer for analysis. Both side tabs are broken off at the tip. As a result, inserted instruments are not captive. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the violet instrument tracker was defective. The retaining clips were worn. There was no patient involvement.